Event description:
It was reported during a site visit to the facility that the occurrences of system error 322 - "link switch error (low)" are one or two times per 34 hours, down from 15 plus per 24 hours (medication, programmed amount and delivery rate unk). The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The customer has stated that the facility is sending pumps to baxter when a system error 322 occurs. No specific device has been identified or returned to baxter for this reported event. If a device is identified and returned, a supplemental will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.